Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device in the patch/shell bond edge side assessed as an unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness was within specification) additional observations: no other observation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted.